Manufacturer narrative:
The MDR was made in error - the product that was mentioned is not a bd product.

Event description:
A customer has raised a complaint regarding item: fsb1696 (administration set for plum). Batch no/lot no - 13651693 or 13670699. P/o (B)(4). Noted IV administration sets of two different patients were leaking from the filter part of the line. First patient had saline infusing and line was changed. Second patient, leakage noticed during treatment infusion so unable to change line. Unclear as to which part of the filter leaking so staff nurse sat with patient and held the filter part of line while wearing gloves and did not observe any further leaking. No subsequent leaking for the rest of the infusion.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking the following in formation was received by the initial reporter with the following . Noted IV administration sets of two different patients were leaking from the filter part of the line. First patient had saline infusing and line was changed. Second patient, leakage noticed during treatment infusion so unable to change line. Unclear as to which part of the filter leaking so staff nurse sat with patient and held the filter part of line while wearing gloves and did not observe any further leaking. No subsequent leaking for the rest of the infusion.